Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital after hearing audible warning tones. It was further reported that the left ventricular (lv) lead exhibited high impedance, oversensing and noise with left arm movement, short interval counts and a possible fracture. The lead was initially reprogrammed and then explanted and replaced. No patient complications have been reported as a result of this event.